Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, bleeding was noted from where the device had been used. End tones, indicating a complete seal cycle, were provided by the generator in use. The sealing was completed manually. There was no patient injury.